Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that the coil was unable to advance in the catheter. The patient underwent a transcatheter splenic artery embolization under local anesthesia, using a non-boston scientific (bsc) angiography catheter and 20mm x 40cm interlock-35. During the procedure, it was noted that the coil became stuck after delivering part of the coil to the catheter. The coil was withdrawn as it could not be delivered out of the catheter after many attempts. The procedure was completed with 20mm x 40 cm coil using the same catheter. The patient's condition following the procedure was stable. However, device analysis revealed the arm coil was detached.